Manufacturer narrative:
(B)(4). The customer returned one, opened cvc set for analysis. No definite signs-of-use were observed. Visual analysis did not reveal any defects or anomalies of any kind. After the ars failed the vacuum leak functional test, the handle was broken to examine the valves inside. The valve mechanism consists of two bi-lateral valves and a spacer. A small puncture hole was observed in the center of both valve pieces. There was evidence of the slits in the center of the valves. The syringe was not able to draw and aspirate water with a lab inventory introducer needle attached. The module requirement document for raulerson syringes was reviewed to determine requirements for air/water leakage. The document notes a deviation from iso 7886-1: "the freedom of air and liquid leakage past the piston requirement is design restrictive and is intended for an injection-intended syringe, not the ars. The opening in the center of the piston that allows passage of the inner cannula prohibits the ars from meeting the pressure and vacuum requirements as dictated by the standard. However, because the intended use of the ars is to allow aspiration of blood to ensure venous placement of the introducer needle and to aid in the insertion of the spring wire guide, the leakage requirements of a standard syringe are not applicable to the ars." A vacuum test was performed on the ars syringe in order to verify that the internal seal within the plunger body was intact. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and did not snap back into a position = 1cc from the starting position. Therefore, the internal valve or the ars is not functioning as intended. A device history record review was performed, and no relevant findings were identified. The issue of the ars leaking was confirmed during functional testing of the returned sample. The returned syringe failed the vacuum leak test. Further examination revealed small puncture holes in both the bi-directional valves. A device history record review was performed, and no relevant findings were identified. A CAPA has been initiated to further investigate this complaint issue; corrective actions have not yet been implemented. Teleflex will continue to monitor and trend reports of this nature.

Event description:
The ars (syringe) leaked during use on the patient.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The ars (syringe) leaked during use on the patient.